Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's mother declined troubleshooting because, she does not have the pump with her. Customer's mother was advised to discontinue using the pump. Pump alarmed last night and customer is on manual injections. Customer's mother stated that she will send back the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.